Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found a cartridge was returned inside a lens vial with liquid. The lens is inside the cartridge and the cartridge is stuck inside of the lens vial. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the visual inspection of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated a cc4204a collamer single piece lens was used. The lens was loaded into the cartridge but was not put in the injector. There was no pt contact. Further information was requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available. It is unk if there was a malfunction.